Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's device was not charging properly, and that they couldn't get through the night without having to charge it. The caller stated that a manufacture representative ran diagnostics on the ins and found that it wasn't working properly. No patient complications were reported.